Event description:
Patient presented to the physician with worsening symptoms related to a pre-existing vocal cord condition, including dysphagia and gagging that intensified since the implant procedure, and subsequently with therapy. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed incision sites.